Event description:
Complaint rec'd. Reporting two (2) 41229-02 catheter balloon inflation failures. The information rec'd. Stated the devices were successfully pre-tested and inserted with no problems noted. In the first incident "the clinician couldn't float the catheter after insertion and ultimately....suspended the ra-rv." In the second incident, the device was successfully floated, "at some point later in the procedure, an attempt to re-inflate the balloon was unsuccessful... An echocardiogram was already scheduled for the next day. There were no reported adverse patient consequences or delay in critical therapy in either of these two cases." A review of the mfg lot database for the reported lot# 63-366-sn (mfg. Date 03/2008) shows (B)(4). Conclusion: the involved 41229-02 catheter devices were not returned to the manufacturer for analysis and confirmation. Exact cause(s) of the event are unknown.